Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 209 mg/dl. Customer stated that, the insulin pump is not working. Customer treated for high blood glucose with insulin pump. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The customer will not be returned for analysis.